Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error 45630 during testing. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed three occurrences of error code 45630. The reported issue was not duplicated, however confirmed with the event history log. The service history review had no indication that the complaint was related to a service of the device within the review period.